Event description:
It was reported that during a laparoscopic cholecystectomy procedure; the bag broke. The procedure was completed using competitor¿s product. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the pouch found that only the bag was received for analysis; the suture was still attached to the bag and it was found to be cut. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. A potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents.